Manufacturer narrative:
Evaluation summary: the stopcock was returned attached to the luer of the device. There were numerous kinks along the hypotube. There were kinks along the distal shaft distal to the guidewire entry port. The balloon returned partially inflated. There was residue present in the balloon and the inflation lumen. The balloon bond was stretched approximately 3mm. The balloon material was pulled distally over the distal tip bond. The distal tip was damaged. On removal from the waterbath, resistance was encountered at the stretched balloon bond when a manufacturing stylette was loaded through the tip of the device and advanced proximally. The patency of the device was verified when a 0.014 guidewire was loaded. A 0.015 mandrel was loaded through with resistance noted. Negative prep was performed with no issues noted. The balloon was pressurised to 14atm (rbp) but failed to inflate due to the stretched balloon bond. (B)(4).

Event description:
It was reported that the physician was attempting to use a euphora rx to treat a distal rca lesion with no calcification, 85% stenosis and minimal tortuosity. No damage noted to device packaging and no issues were noted when removing the device from the hoop/tray. No difficulties noted when removing the protective sheath/packaging stylette from the device. Device was inspected before use and no issues were noted. The 50% contrast / 50% heparinized saline was used by the physician. Minimal resistance was noted when advancing the device to the lesion, no excessive force was used. The balloon inflation was visualized using fluoroscopy. Visually the balloon seemed to fill slowly. The inflation device was working properly. It was reported that issues were encountered while attempting to deflate the balloon after a single inflation. The balloon failed to deflate at the lesion site. Device was not moved or repositioned prior to the deflation difficulties. There were multiple attempts to deflate the balloon with two different inflation devices. Also, syringes were used to try and deflate the balloon which was not successful. While still inflated, the balloon was pulled back through the vessel to the guide catheter. The balloon could not be pulled into the catheter so the guide catheter, interventional wire, and balloon all were removed. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.